Event description:
During outpatient shoulder surgery at (B)(6) hospital west in (B)(6), I received a 2nd degree burn on my wrist from the warming device. The dimensions of the burn and resulting scar were 4.5 cm x 2.5 cm. Sought treatment in emergency room several hours after being discharged form outpatient surgery (did not discover until sling was removed as I had a nerve block performed on that arm and could not feel anything). Burn was not treated in the ER. Three days later the site was infected and required IV antibiotic treatment in another ER. The wound took 7 weeks to heal and there is a significant scar remaining. Complaints were made to the hospital verbally in ER, through surgeon, through (B)(6) and patient safety department. Hospital denies the incident occurred.